Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was disposed by the facility.